Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that they are experiencing air in the lines and are having to change out the transducer protectors more often. Upon follow up, the nurse stated that air is introduced into the arterial lines that get inserted into the pump at the beginning, mid, and end of treatments. The arterial chamber starts to drop and the 2008t machine usually alarms. A fresenius dialyzer was in use at the time of the events. There was no external leaking visually observed. The nurse confirmed there were no issues during priming. The combiset did not have damage noted at all prior to use. The patients did not experience blood loss and had all blood returned. The nurse confirmed there was no patient injuries and no medical interventions were required as a result of the reported events. The patients did complete treatments with the same machines and new setups with replacement transducers. There were no changes or disruptions in pressure that could have caused the issue. The nurse declined to provide patients' information. The nurse reported that the actual samples were discarded and not available to be returned for physical analysis. The nurse could not confirm if companion samples were available since the stock fluctuates so much.